Event description:
It was found that the side/end rail column was out of adjustment causing the siderail to not lock/latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.